Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received for evaluation in used condition without its original package. Visual and functional testing were performed. Visual inspection found no discrepancies were found. Functional testing did not confirm the complaint; no leaks were detected in the air vent filter. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that during a blood transfusion they noticed water was leaking from the tubing. No patient injury was reported.